Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported aic - battery failure (red alarm) has been completed. Data logs confirmed battery failure alarms. Subsequent boots following the complaint date also triggered these alarms. Lt log analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 4 voltage of battery 2 had been declining for an extended period of time. Console interior connections were checked and verified. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) showed a battery failure alarm when the console was powered on to check the date/time. There was no reported patient involvement.